Manufacturer narrative:
On this occasion it has not been possible to provide an evaluation of the versajet handset used in treatment. Following decontamination, the device has unfortunately been lost in transit by our couriers. Due to this it has not been possible to establish a relationship between the device and the event described. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history has been reviewed and shown previous instances, which are being monitored. However, at this time no further action is deemed necessary in relation to the failure mode reported in this complaint. The investigation has now been completed with the result recorded as insufficient evidence to determine a root cause, due to the sample being lost in transit. Factors that can cause or contribute to this type of failure can be contamination at the interlock, on the device. A buildup of saline on the interlock can oxidize creating particulate contamination. If not removed, these particles can cause blockages within the system. The instruction for use details instructions on the cleaning and maintenance, which highlights the preferred method to clean the interlock.

Event description:
It was reported that unit got blocked and debridement function stopped working. Surgeon had to do a manual debridement to complete the procedure. A 30 minutes delay was reported.